Event description:
Additional information was received that the valve failure was unknown. No treatment was performed, scheduled, or planned. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years 10 months following the implant of this transcatheter bioprosthetic valve, a computed tomography (CT) was performed to determine the valve failure. Calcification was observed in the right coronary cusp (rcc), left coronary cusp (lcc) and non-coronary cusp (ncc). Calcification was observed under the lcc in the left ventricular outflow tract (lvot). Calcification was observed in the proximal left coronary artery and right coronary artery. The sinotubular junction (stj) mean diameter is less than 23 millimeter (mm) where the constrained area of the valve was observed. The valve frame appeared slight under expanded. The valve frame ranged from 5.5 - 9.3 mm deep to the native annulus. The patient is being considered for future treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.